Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange to heartmate 3 due to the suspected pump thrombosis.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a thrombus was suspected due to an increase in ldh. The pump was replaced on (B)(6) 2020. The patient experienced arrhythmia on (B)(6) 2020 and (B)(6) 2020.

Manufacturer narrative:
H2 - event date updated manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), could not confirm the report of a suspected thrombus. (B)(6) was returned with the driveline severed approximately 0.5¿ from the pump housing. The remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned disconnected from the inlet port. The sealed outflow graft was returned attached to the outlet port. The bend relief and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06oct2017. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: correction. Section h3: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), could not confirm the report of a suspected thrombus. (B)(6), was returned with the driveline severed approximately 0.5¿ from the pump housing. The remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned disconnected from the inlet port. The sealed outflow graft was returned attached to the outlet port. The bend relief and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.